Manufacturer narrative:
Visual inspection of the device found that a fragment of the device had fractured off cleanly and was not returned. The device also exhibits nicks and gouges that are indicative of use. Dimensions were found conforming to print specifications where measured. The device had a field life of 3 years and 9 months and was used an unknown number of times. The reported issue has been investigated and a device history record review is not required. The device is used for treatment. According to the packaging insert associated with this product, ¿if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement.¿ as well as, ¿end of life is normally determined by wear and damage due to use.¿ corrective and preventative action identified that the impactor pads are fracturing at an acceptable rate per the dfmea for this product. The above issue is believed to be more likely associated with use than a design issue. Therefore, wear and tear from use is considered the root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
Femoral impactor fractured during impaction. Location of the material which fractured away is unknown.